Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead received and inappropriate shock due to lead dislodgement. The lead was surgically explanted. No additional adverse patient effects were reported.